Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle precisionglide 21x1-1/4in packaging was damaged. Customer reported that we hereby submit a formal complaint, based on the report issued by the customer regarding two batches of needles with the following details: batch 5261105: a foreign object (nut) was identified inside the sealed blister pack, classified as a critical defect. Batch 5283523: poor sealing was detected on the side of the blister pack. Date of detection of the event: february 13, 2026. When did the event occur? Before use. Where was the incident detected? During manufacturing. Was the sample used by the end user/healthcare worker? No. Additional information received on 18-feb-2026. Email follow up: could you confirm the reported batches? Batch 5283523 is mentioned for the defect ¿poorly sealed blister pack,¿ however, according to images, the same batch 5261105 is detected. No evidence of defects is identified for batch 5283523. I confirm that both batches are poorly sealed blister packs. I have attached a photograph. Were the parts identified in the same box/same packaging? No, they were not identified in the same box. Additional information received on 23-feb-2026. Email follow up: we kindly request your support in confirming, out of the (B)(4) units reported, how many units from batches 5283523 and 5261105 are affected by the poor sealing issue. The quantity of the bad seal is as follows. 5261105: (B)(4). 5283523 : (B)(4).

Manufacturer narrative:
Defect: damaged packaging. A review of the batch history record (DHR) was conducted, verifying quality notifications and maintenance history: quality notifications: no records were found. Maintenance: one potential record was identified as having occurred during the batch production period: 606026677 ¿ packaging machine losing steps. Retention samples for the batch were also evaluated, and no quality deviations were found. The complaint regarding damaged/open packaging was confirmed, as this condition does not align with the validated state. Identified possible causes (fishbone diagram ¿ ishikawa) based on the investigation, the possible root causes related to the incident are: machine: 1. Packaging machine losing steps; manpower: 1. Operator failed to inspect the material following corrective maintenance; 2. Employee new to the operation/maintenance role, lacking complete training in good manufacturing practices (gmp). Action plan: machine: 1. The safety logic for the material feeder was isolated, separating it from the rest of the packaging machine ¿ packaging machine seeb01. Now, opening the feeder triggers an emergency stop solely within the feeder components, allowing the remainder of the machine to complete its cycle. Manpower: 1. Training for the operations and mechanical teams regarding gmp and response protocols following maintenance and machine stoppages in the packaging area ¿ packaging machines seeb01 and seeb03. Supplementary documentation the complete investigation¿including detailed analysis, photographic evidence, and the action plan¿is available in the document "investigation overview,".

Event description:
No additional information provided.